Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. The lot number was provided. A follow up report will be submitted with all additional relevant information. Reportedly, the device was used in a calcified artery. Per the instructions for use, the safety and effectiveness have not yet been established in patients with femoral artery calcium which is fluoroscopically visible at the access site.

Event description:
It was reported that arteriotomy closure of the calcified common femoral artery was attempted using a perclose proglide device after an intervention procedure. Reportedly, a cuff miss occurred. Another perclose proglide device was used to achieve hemostasis. There was no adverse patient sequela. The physician is reported to be trained in the use of the device. No additional information was provided.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Analysis of the device may have aided in a more definitive cause for the reported cuff miss. A needle to cuff miss can be influenced by, but is not limited to, user technique, challenging anatomical conditions and/or manufacturing. If the operator fails to position and maintain the device at a 45 degree angle throughout deployment, rotates the device at any point during plunger/needle deployment, deploys the device in challenging anatomies, aggressively deploys or removes the plunger and/or fails to maintain adequate foot position against the arterial wall a cuff miss may occur. A change in angle or torque of the device during use could translate to a change in needle trajectory leading to needle to cuff miss. The needle trajectory can be influenced by challenging anatomical conditions. As the needle travels through scarred or calcified tissue, the needle trajectory can be deflected away from the cuff during deployment. The amount of deflection will depend on the severity of the anatomical conditions. Reportedly, the access site was calcified. It should be noted that the instructions for use (IFU) states that the safety and effectiveness of the perclose proglide device have not been established in the patients with femoral artery calcium which is fluoroscopically visible at the access site. The reported patient anatomical condition may have been a contributing factor in the event. During manufacturing, to assure that all products perform according to specifications they are subject inspection during manufacturing and a quality control audit inspection is performed to verify product quality. A sample is also taken from the lot for destructive functional testing to verify the quality of the lot. Based on the investigation of the reported information and the inspection criteria, the reported needle to cuff miss appears to be related to the operational influences during use and not a product quality deficiency. Review of the device lot history record did not reveal any non-conforming materials records relevant to this event. A query of the complaint handling database was performed and there was no indication of a product deficiency.